Event description:
Information received by medtronic indicated crack at side of the insulin pump going at the back. Customer stated that their was no physical damage to retainer ring. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to unexpected early seating. Test p-cap and reservoir locked properly in to the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, broken battery tube threads, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, and corroded battery tube. Cosmetic damage was confirmed at the battery side of the pump going at the back. Unexpected early seating was confirmed during testing due to moisture damage on the home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.